Event description:
Event description cpi received information from a hospital report that this implantable cardioverter defibrillator (ICD) may not have detected and delivered therapy for ventricular fibrillation one day post implant. The patient was in the hospital during the episode in question, which occurred october 23, 1997. Cpi is unable to confirm whether the device was programmed 'monitor + therapy' or 'off.'